Event description:
Consumer reported that she felt the use of pads lead to her being diagnosed by her physician with a kidney infection.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.